Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had broken tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip tip at the midpoint of grip. The missing piece was not returned but roughly measures 0.2320" - 0.1255". The complaint regarding broken tips was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.